Event description:
The patient's patent ductus arteriosus measured 2.7mm in diameter and 7.7mm in length and a 4-6mm amplatzer duct occluder ii (adoii) was implanted; however, after it was released it shifted back to the main pulmonary artery. The adoii was snared and an 8/6mm amplatzer duct occluder was implanted.

Manufacturer narrative:
The 4-6mm adoii was returned to sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or anomalies. The device was confirmed to meet dimensional specifications when measured with a caliper. The adoii was then loaded into a test loader, and deployed and retracted without any difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the adoii met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.